Event description:
It was reported that the rotapro became stuck on the rotawire and was difficult to remove. A 2.00mm rotapro and rotawire were selected for use in a percutaneous coronary intervention (pci) in the mid left anterior descending (lad) artery. The 75% stenosed target lesion was severely calcified and located in moderately tortuous anatomy. During the procedure, after performing one ablation run at a rotation speed of 180,000 rpms, there was difficulty removing the device. The rotapro was removed together with the guidewire. The procedure was completed with a different device. No patient complications were reported.